Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h6, and h11 were updated. Based on the results of the investigation, the power failure was unable to be confirmed. However, it was found that there was image and front panel light failure due to a defective printed circuit board. The definitive root cause of the defective printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the subject device had no power and no image. The issue occurred, during an unspecified procedure. There were no reports of patient or user harm associated with this event.